Event description:
It was reported that the patient¿s ilet pump was crushed in a four-wheeler accident, after which the screen displayed only blue and red lines and the device was nonfunctional, consistent with external physical damage to the pump and screen. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and instructions provided for shutdown, data syncing to the app prior to return, and continuation of cgm use per sensor type. Investigation included a review of the event details and user education regarding return and startup of the replacement device. Investigation of this case revealed device damage due to external impact, with the affected component being the pump display assembly, and no device malfunction independent of the accident. It was concluded, based on previously established findings for similar reports, that the cause was user/environmental physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.